Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was exhibiting high defibrillation impedance and oversensing noise. No changes or intervention was reported. There were no patient consequences.